Event description:
This report summarizes 5541 reported events (5191 initial reports and 350 follow-up reports). All reported events are related to device malfunctions button error alarm/keypad unresponsive and/or motor error alarm as allowed for in exemption e2015043 and contains no reportable serious injuries. Patient age ranged from 2 years to 96 years. Patient weight ranged from 24 lbs to 450 lbs. Patient gender was 43.7% male and 56.3% female for these reported events. 4659 events were associated with button error alarm/keypad unresponsive, 824 events were associated with motor error alarm and 58 events were associated with both button error alarm/keypad unresponsive and motor error alarm.3209 events were coded with device problem code 2591-device displays error message. The following patient problem codes are associated with device problem code 2591-device displays error message: 292 hyperglycemia, 41 hypoglycemia, 1 swelling and 2875 no consequences or impact to patient. 2332 events were coded with device problem code 2913-device operates differently than expected. The following patient problem codes are associated with device problem code 2913-device operates differently than expected: 1 diabetic ketoacidosis, 225 hyperglycemia, 20 hypoglycemia, 1 skin irritation, 1 insulin shock, 1 blood loss and 2083 of no consequences or impact to patient. The 350 follow-ups for events reported in previous quarters are being updated with investigation results following receipt and analysis of returned product.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. E2015043.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Please see below for additional information. This report summarizes the results of our investigation of all 5541 reported events included in this summary report, submitted per exemption number 2015043. The evaluation conclusion codes for these 5541 reported events are: 31 of electrical problem, 197 of open circuit, 455 of deformation problem, 66 of fatigue problem, 45 of hardware timing problem, 1146 of improper humidity, 2 of assembly problem, 195 of fracture problem, and 41 of no failure detected. Also, there were 972 of no results code available since no evaluation was performed and 2602 of results pending completion of evaluation.